Event description:
It was reported that customer was not wearing the insulin pump for a week and when she went back to use it again the insulin pump alarmed unexpected restart. Customer's blood glucose was 103 mg/dl. Troubleshooting was done. Customer stated that the insulin pump was stored or not in use for an extended period of time. The customer was assisted to clear the alarm and was advised to monitor the insulin pump and call back if issue persists. Advised customer that battery out limit alarm may occur and to clear the alarm if it occurs. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.